Manufacturer narrative:
This unit is not received for investigation. However, the unit that it connects to was received and analyzed. That report was submitted under medwatch report # 2936485-2009-0006. Inspection revealed that jaw mechanism is out of specification, it fails to lock in the open position. The jaw was still functional by manually holding the handle in the open position and inserting the cable. Therefore, the jaw cable connection is no risk to patient or user safety. Measured the light output lumen level=200, the bulb specification is a lumen value of 600-1300. The bulb has 463 hours of usage and recommended maximum is 500 hours. Therefore, the bulb should be replaced. The ballast boost voltage of 185vdc is within the specified range. Installed a lightcable to check the functionality of standby/run mode. It was verified that there is no light or heat output from the cable when the unit is in standby mode. Root cause could not be confirmed.

Event description:
It was reported by sales representative that allegedly during procedure, they were switching between scopes. They plugged in camera and lightsource not looking to see if scope was attached, walked toward the bed to adjust monitor and doctor said smoke was on the field, they turned off light power source and doctor removed light cord, assessed and noticed small superficial burn and proceeded with procedure. Reportedly, the patient was on the table and the light cable was disengaged from a scope and plugged into the x7000 in standby mode. Disconnected light cable from lightsource. Another device immediately available. Procedure was completed successfully.